Event description:
It was reported by the customer that the pneumatic hose of the maestro drill was leaving residue on the gloves of the surgeons. This was noticed during a procedure. There were no adverse consequences and no delay in the procedure alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.